Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients. No further clinical information was supplied in this complaint. The clinician complaint included the following products: cat# lot ils1038 7585845; ils1038 7585845; ils0842 7537783; ils0842 7676928; ils1035 7574527; id1333 7590400; ils0838 7617724; ils0838 7651015; ils1338 7653121. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Dental implant failure.